Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon mb patella pa a35, cat#5554l350, lot#stj6j. Triathlon prim bead pa sze4 bp, cat#5526b400, lot#unknown. 5517-f-50x femoral component cr size 5, cat#unk_jr, lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's knee was revised due to pain. A patellar implant and insert were revised.